Manufacturer narrative:
(B)(4). Date of initial report : 04/06/2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records for this unit could not be conducted because the product ID and serial number were not provided.

Event description:
The patient's attorney reported that a covidien electrosurgical generator was in use for a robotic hysterectomy procedure, during which the patient received a thermal injury to her bowel. The hysterectomy procedure was discontinued, and an exploratory laparotomy was performed. The patient reportedly developed an incisional hernia from the laparoscopic procedure, and later underwent a procedure for repair and reduction of the ventral incisional hernia. The patient reportedly experienced pain and received scarring to her abdomen as a result of this series of events. (B)(6).

Manufacturer narrative:
(B)(4). A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.